Manufacturer narrative:
The field service representative (fsr) inspected the instrument and discovered nozzle #1 overflowing and both nozzle #8 cuvette dryer tip tubing and high concentration waste (hcw) tubing were clogged. The fsr replaced the peristaltic head tubing, the bellows set and the elbow fitting for the bellows pump. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with discrepant patient results reported for (B)(6). A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the architect c8000 system, the likely cause parts, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results generated on the architect c8000 analyzer for multiple patients. The morning quality controls were within range. The customer repeated five patient samples that were already resulted, and all results were falsely decreased. The customer then repeated quality controls and the results were also out of range low. The following data was provided: lab reference range: 136 to 146 mmol/l patient 1: initial result = 139 mmol/l, repeat result = 110 mmol/l patient 2: initial result = 142 mmol/l, repeat result = 113 mmol/l patient 3: initial result = 138 mmol/l, repeat result = 109 mmol/l patient 4: initial result = 142 mmol/l, repeat result = 113 mmol/l patient 5: initial result = 136 mmol/l, repeat result = 108 mmol/l no impact to patient management was reported.